Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), after one successful shock, the device failed to charge for the second shock and inappropriately displayed a "change batteries" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any patient adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.